Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. It was reported that force was applied to remove the device. It should be noted that the percutaneous transluminal angioplasty catheter (pta), armada 35/ armada 35ll global, ce, instructions for use, states: maintaining a vacuum in the balloon, withdraw the catheter. Note: gentle counterclockwise twisting motion of the balloon may ease withdrawal through the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as one unit. In this case, the physician did not follow the instructions for use. Instead of using gentle counterclockwise twisting motion to remove the device, force was applied. In this case, it is likely that the noted separation resulted from handling of the device with force during removal. Based on the information provided, a definitive cause for the reported deflation issue could not be determined; however, the reported difficulty to remove and surgical intervention appear to be related to circumstances of the procedure. The reported separation appears to be related to user error/circumstances of the procedure. Possible factors that may contribute to difficulty deflating the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the inflation lumen. A conclusive cause for the reported deflation issue could not be determined. Additionally, it is likely that since the balloon was difficult to deflate, the partially inflated balloon interacted with the heavily re-stenosed lesion such that difficulty was encountered and subsequently force was used in an attempt to remove it and it ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017-excessive force.

Event description:
It was reported that the procedure was performed to treat a heavily re-stenosed lesion in the right common iliac artery. A 7x60mm armada 35 was advanced to the lesion and inflated several times to nominal and rated burst pressure with no issue; however, it was noted that the balloon would only partially deflate after being held at negative for a couple of seconds. During several attempts to remove the partially inflated balloon with force, resistance was felt and the balloon was noted to separate. The patient was taken into surgery to remove the separated balloon, and there were no reported adverse patient sequela nor reported clinical delay. No additional information was provided.